Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had migrated, making it difficult for the patient to access and resulting in dissatisfaction. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegation of migration is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.